Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to-date.

Event description:
Medtronic received information that 24 years 9 months post implant of this 27mm mitral annuloplasty ring, the device was explanted and replaced with a 27mm mitral bioprosthetic valve. The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information indicates that the device was replaced due to regurgitation. The physician specifically stated that there was nothing wrong with the device and that it performed well over nearly 25 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.